Event description:
It was reported that the pump had a failed accuracy test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00023. The date of that submission was 2/20/2025. B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "failed accuracy test¿ was not replicated. Visual inspection found the downstream occlusion (dso) seal was degraded, and lens scratched. The dso and lens were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.